Event description:
Boston scientific received information that this right ventricular defibrillation lead dislodged. It displayed high defibrillation threshold measurements and was explanted three days after implant. The lead replacement procedure was performed and no other adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. A request for the product return was completed. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received the explanted defibrillation lead for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the clear medical adhesive (ma) was observed to be torn/separated from the gore coating at the proximal end of the proximal spring electrode. Additionally, the proximal spring electrode was observed to be stretched at that same point. It was further observed, that the proximal end of the distal spring electrode was separated from the lead body, with ma noted to be present. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.